Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector on the display board. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a partial display while attempting to reset and reprime their insulin pump. Customer's blood glucose level at the time 148mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.